Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device.

Event description:
Trial patient stated that they were hospitalized on (B)(6) due to complications after basic evaluation was performed. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.